Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5440130, 510k # k102555 and upi: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified surgery. During the surgery, double rods were placed at the left side of l5 and iliac using pedicle screw. On the right side, hook was placed at l4-s1 and screw fixation was performed at iliac. On unknown date, post-op, set screw on the left side of iliac deviated and there was surgical site infection. No fusion was achieved. The patient also experienced a left lower extremity pain. Hence, a revision surgery was performed to re-fix the deviated set screw. No information of patient outcome is available yet.